Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the coupler base plate was found bent causing an off-centered image. Confirmed no image due to faulty charge coupled device unit. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The device was returned due to being tagged as broken. During estimation, the image quality was found to be out of phase as there was no image due to a faulty charge coupled device unit. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The definitive root cause of the reported event could not be established. The probable cause has been determined to be related to a potential impact, that damaged the coupler which could not be connected to the rigid scope this damage caused the optical axis to be displaced, resulting in image misalignment.